Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was received dirty, scratches on the front cover, quick connect was corroded, reservoir gasket is worn out and enclosure cracked under the quick connect. The device was then functionally tested. The reported complaint was confirmed. The root cause was wear and tear from daily use. No action taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device has a leak by the back drain port. There was no patient involvement and unknown patient harm/adverse event reported.